Manufacturer narrative:
Device is a combination product. Promus element plus mr ous 4.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of damage with lifting and misalignment of the mid-section stent struts. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The 85% stenosed, 32mm in length target lesion was located in the moderately tortuous, seriously calcified and 4.0mm in diameter left main artery. A 4.00 x 32 mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complication was reported. However, returned device analysis revealed a stent damage.